Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient developed a hematoma just a few days after implant. The hematoma was evacuated during a pocket revision. The device system remains in service with no issues noted. No additional adverse patient effects were reported.